Event description:
The customer was treated at the emergency room for dka. Spouse stated the doctor wants to know what basal rates are set in the customer's pump. Assisted spouse to review the basal rates. The time on the pump was correct. The troubleshooting could not be performed at the time of call.